Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. The pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported. No additional information was provided at this time. Additional information was received by the field representative that reported that no allegation of malfunction was made in the field. It was physician discretion and patient condition led to the pacemaker to be explanted and patient to be implanted with an implantable cardioverter defibrillator (ICD) system as a therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. The pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported. No additional information was provided at this time.